Event description:
This ra lead was implanted on (B)(6) 2011. A call to technical services on (B)(6) 2011 states that at implant measured p-wave 3.0 mv now down to .9mv threshold .7v now not capturing. Ddd 60 chest xray shows no lead movement. Will not do anything. Patient now is programmed to ddd with minimal output. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).